Manufacturer narrative:
Physical analysis was not performed. The reported event has been determined to be an post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use. Osseointegration did not occur.

Event description:
Insufficient bone was reported at the time of implant failure. It was also reported the implant came out with the impression. Bone quality at time of failure was reported as type I.